Event description:
The facility's clinician reported an infusion pump that did not deliver medication. The clinican was using the I-pump for an epidural on a patient in the pediatrics department. A follow-up with the biomedical engineer revealed, that during the infusion, the I-pump gave the clinician a "bag empty" alert at 21:30. The clinician checked the pump and 238cc of 250cc had infused. At that time, the clinician changed the bag. The clinician checked the patient at 03:00 and found that the pump had not delivered any medication. The clinician discontinued use of the pump and used a different pump. The medications involved were bupivacaine and fentanyl. The prescription rate is unknown. There was no patient injury reported. Attempts were made by baxter to obtain additional details regarding specific patient information but no additional details regarding specific patient information were available.